Manufacturer narrative:
The customer reported that both remote network stations (rns or remote monitoring system) are experiencing communication loss. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that both remote network stations (rns or remote monitoring system) are experiencing communication loss. No patient harm reported.